Manufacturer narrative:
(B)(4). Investigation of the provided log files was performed by the zimmer biomet product surveillance team subject matter expert (sme). Results of the log file investigation did not confirm the reported event for collision errors but there were unrecoverable robotic errors during launch. Hsdk logs indicate connection issues with hardware communication, but without the window logs further analysis cannot be completed. A corrective maintenance was performed by a field service engineer (fse) for this issue. The fse observed collision errors while on-site and replaced the daq card and force sensor cable. The system passed all tests. The fse mentions no issues with collision errors since intervention. The system was functional as per specifications. Device history record (DHR) was reviewed and no discrepancies were found. Based on the investigation, the reported event was verified on-site by the fse. However, a definitive root cause cannot be established with the information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported there was intermittent collision error when moving rosa arm into the draping position. No patient involvement. No additional information available.